Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarm during the rewind test. The motor was tested outside the device and failed. E70 error alarm was not confirmed in the history file due to overwritten history file. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor position encoder error alarm and motor error alarm. Customer's blood glucose level was unknown. Customer reports the drive support cap appears normal and insulin pump had not exposed to high magnetic field. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.